Event description:
Per the clinic, the patient was explanted on (B)(6) 2024 due to a craniotomy, csf leak and encephalocele. Additional information has been requested but has not been made available as of the date of this report.